Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) due to experiencing a high blood glucose (bg) level of 489 mg/dl, a urinary tract infection, and life-threatening high ketone levels. The customer was treated with intravenous saline and insulin, antibiotics, and was released from the ICU 2 days later with no permanent damage. The cause of the reported issue was unknown. Tandem technical support performed a pump system check and verified the pump functioned as intended. Recommendation was made to discuss diabetes management with a health care professional.

Manufacturer narrative:
Device not returned.